Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery multiple times even after changing the sets. The customer's blood glucose level was over 200 mg/dl at the time of the call. The customer stated that they would like a replacement. The customer will first see their health care provider to see if they can resolve the issue and will call back at a later time. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.